Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included functional testing without duplicating the malfunction. Review of the device activity logs did not show any evidence to support the customer's report. Therefore our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.